Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (gd888511) with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a customer call to the baxter technical service representative (tsr) related to another issue, the patient indicated that they have had peritonitis previously. Global pharmacovigilance (gpv) received information on (B)(4) 2011 which indicates: on approximately (B)(6) 2011, the patient began dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, lot numbers and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in 2011, a break in aseptic technique occurred described as the patient did not wear a mask. On an unreported date in (B)(6) 2011, the patient experienced peritonitis. Remedial treatments and outcome were not reported. On (B)(6) 2011, the patient contacted baxter technical support (bts) and reported he was experiencing drain pain. During the call the patient reported he had experienced shaking for 15 minutes and pain that was similar to when he last had peritonitis. The baxter representative assisted the patient to end therapy and advised the patient to contact the nurse. Upon follow up with the patient, the following was reported: on (B)(6) 2011, the patient again experienced peritonitis manifested as pain, cramping and shakes for 15 minutes. On an unreported date in (B)(6) 2011, the patient was hospitalized for the event of peritonitis. The cause of the peritonitis was due to the patient not wearing a mask. On an unreported date in (B)(6) 2011, the patient began remedial treatment with heparin. The patient was started on antibiotic therapy (unknown). On (B)(6) 2011, the patient was discharged from the hospital. The event of peritonitis was ongoing. It was unknown whether the patient received aseptic technique training. The patient stated the peritonitis was not related to baxter products or solutions but because he forgot to wear a mask. Upon follow-up with the nurse, the nurse was unsure if the second episode of peritonitis was a recurrence of the peritonitis from (B)(6) 2011. Additional information received from gpv on 11/08/11 indicates the facility has advised they decline to provide further information related to this event.